Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device detached prematurely after 3 days of wear. As result, the customer experienced a loss of consciousness and/or seizure; however, no additional information was provided. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No issues were observed on the sensor patch. Adhesive was not returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device detached prematurely after 3 days of wear. As result, the customer experienced a loss of consciousness and/or seizure; however, no additional information was provided. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.